Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿when the pipeline is blocked, buzzer goes off and the panel goes black¿ was confirmed. It was determined that the phenomenon was due to faulty printed circuit (cr) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the following: an alarm was generated, and the front panel display disappeared after the device was started due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for a diagnostic laparoscopy procedure, when the pipeline was blocked on the high flow insufflation unit, the host buzzed, and the panel went black. The intended procedure was completed with the same set of equipment without delay. The patient was not under anesthesia when the malfunction occurred. There were no reports of patient or user harm associated with this event.